Event description:
Event description guidant/crm received information that this implantable pulse generator (ipg), one day post ventricular lead revision, had intermittent loss of ventricular capture in bipolar mode (no unipolar mode information available). No reason was given for removal of the original lead.